Event description:
The device was used during a diagnostic laparoscopy procedure. Reportedly, the device leaks. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.